Event description:
It was reported while testing with bd panel phoenix nmic-311 false resistances were reported. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer is reporting higher than normal carbapenem resistance with 449452 panels. Steps taken with customer/troubleshooting: customer is reporting higher than normal carbapenem resistance with 449452 panels from lot 1306724. They state they had been using the panels without issue and then over the weekend they started noticing carbapenem resistance on multiple patient panels. The customer states they have seen 10 that the know of from today, but will also look to see how many were affected this weekend as well. The customer has not done any confirmatory testing on these organisms yet as they send them to the state lab for that testing. The customer has 2 phoenix instruments the panels were run on and they are using two different ap instruments to set up the panels. Asked the customer if they had done any decontamination recently on their ap¿s and they said no. Customer had fse out to fix a pump dispense issue with one of the ap¿s in the last few days. Customer is unsure what ap the panels were set from. This sounds like possible contamination with their ap instrument/s. Recommend environmental sampling to test for bacterial contamination with their ap/s. Sent follow up email to customer with instructions on how to perform environmental sample testing on both of the ap instruments they have. Asked them to let me know the outcome of the testing. Also asked customer to provide the lot numbers of the ast broth and indicators used. If consumable is tested on bd instrumentation, list serial numbers: phoenix serial numbers (B)(4). Ap serial numbers (B)(4). Customer is reporting over calling resistance to carbapenems with 449452 panels from lot 1306724.

Manufacturer narrative:
The bd phoenix nmic-311 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k123404, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd panel phoenix nmic-311 false resistances were reported. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer is reporting higher than normal carbapenem resistance with 449452 panels steps taken with customer/troubleshooting: customer is reporting higher than normal carbapenem resistance with 449452 panels from lot 1306724. They state they had been using the panels without issue and then over the weekend they started noticing carbapenem resistance on multiple patient panels. The customer states they have seen 10 that the know of from today, but will also look to see how many were affected this weekend as well. The customer has not done any confirmatory testing on these organisms yet as they send them to the state lab for that testing. The customer has 2 phoenix instruments the panels were run on and they are using two different ap instruments to set up the panels. Asked the customer if they had done any decontamination recently on their ap¿s and they said no. Customer had fse out to fix a pump dispense issue with one of the ap¿s in the last few days. Customer is unsure what ap the panels were set from. This sounds like possible contamination with their ap instrument/s. Recommend environmental sampling to test for bacterial contamination with their ap/s. Sent follow up email to customer with instructions on how to perform environmental sample testing on both of the ap instruments they have. Asked them to let me know the outcome of the testing. Also asked customer to provide the lot numbers of the ast broth and indicators used. If consumable is tested on bd instrumentation, list serial numbers: phoenix serial numbers (B)(6) and (B)(6). Ap serial numbers (B)(6) and (B)(6). Customer is reporting over calling resistance to carbapenems with 449452 panels from lot 1306724.

Manufacturer narrative:
H.6 investigation summary: this complaint is for over calling resistance to carbapenems when using panel phoenix nmic-311 (449452) batch number 1306724.. A bd field apps specialist was on site, and it was found that the customer's ap was contaminated. Subsequent follow up with the customer indicates that "the purity plates we set up from "ap-2" after the additional decontamination measures were completed have no growth so far! Additionally, we have not seen any abnormal carbapenem resistance in isolates tested yesterday that were all processed through ap-1." Based on the follow up details provided by the customer, the panel batch in question is not considered to be defective. For further investigation, a review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Based on the overall investigation performed, this complaint is unable to be confirmed for a panel issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.